Event description:
Patient was hospitalized from (B)(6) due to hyperglycemia. His bg was 416 mg/dl for at least 4 hours (noon to 4 pm) before going to the hospital. He reported the pdm prompted him that the pod was empty, but he believed there was still insulin in the pod. The pod was deactivated at the hospital and the last bg recorded was 379 mg/dl. The pod was returned for investigation.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. Downloaded data found no pulse width timeouts, no rotational sensor errors, and no occlusion. Data confirms an empty reservoir hazard alarm occurred. The piezo was found capable of emitting an audible alarm. No bend or kink was found in the cannula. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion as fluid was seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of an internal insulin leak. The pod was thoroughly investigated and found no problem that would have caused or contributed to the patient's hyperglycemia. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. The user guide warns, "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard alarms occurred, the pdm will remind you of this." The user guide has a section that addresses how to respond to errors, advisories and hazard alarms; empty reservoir hazard alarms are specifically addressed. Lot qualification records were reviewed and determined to have passed all acceptance criteria.